Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by operational checking. Additionally, the manufacturer¿s service technician observed the ventilator inoperative error of err_dsp_motor_failure in the device's event log. The device's blower motor was replaced to address the issue. Additionally, the o2 front enclosure was replaced as damage was found during device evaluation. This is not related to the reportable malfunction/issue.